Manufacturer narrative:
B3: event date unknown. One device was returned for evaluation. Visual inspection revealed no physical damage. The event history log was reviewed and functional testing was able to replicate the reported issue; error message ¿cassette not attached properly¿ occurred when attaching a cassette. The root cause was determined to be the downstream occlusion (dso) sensor. The dso sensor was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device would not accept a line set and it displayed that it could not identify the set. There was unknown patient involvement and unknown patient harm.